Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A reviewed of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported that there was a balloon loss of pressure between the first and second stop. The patient was not hospitalized. Manual compression was held for 20 minutes. Procedure type was diagnostic coronary. Stick location: right common femoral artery. Vessel size: unknown.